Manufacturer narrative:
Upon review it was noted that at the time of submission of the initial MDR the complaint device had not been received for evaluation and coding was not provided to support that the device has not been returned. This follow-up report is being submitted as a correction report to update sections h3 and section h6. The following fields are being updated accordingly: section h3 - other (81) section h6: type of investigation 4114, investigation finding 3221, investigation conclusion 67 section h3-other (81): the intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(6). (B)(4). The initially reported lens damage was submitted under vmsr quarterly report 2648035-2020-00514 on (B)(6) 2020. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when injecting the lens into the capsule one of the handle was broken. It was necessary to open a new lens causing delay in the surgery. Additional information states lens contacted the patient left eye as it was partially delivered, removal and replacement of the iol happened during the same procedure successfully with a backup lens. There was an incision enlargement performed with no vitrectomy. Suture was used but not as part of the standard of care for all cataract surgeries. No other medical or surgical intervention required. Patient is doing good post-op. No further information available.